Event description:
On (B)(6) 2016, the representative reported that the health care provider shared that this patient was previously inherited from another physician, date not provided. There was no further information provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6) regarding a patient receiving intrathecal baclofen 500 mcg/ml (dose 80 mcg/day) via an implanted pump. The type of baclofen was unknown. The baclofen lot number, medical history, and concomitant medications were not obtainable. The patient was experiencing on and off return of spasticity for over a year. The surgeon suspected a kink in the catheter and a "possible puncture to the catheter during refills." An x-ray showed "normal" and a dye study was not done. Because the patient had revisions done previously the surgeon felt strongly to remove the entire catheter and replace with a brand new catheter. The pump was showing 13 months left so the surgeon decided to replace the pump before it reached the elective replacement indicator (eri) to avoid another surgery. Interventions included a full system removal and new implant. The pump and catheter were replaced on (B)(6) 2015. The pump was discarded, however the catheter would be returned for analysis for fractures and breaks. At the time of the report that issue was reported as resolved at the time of this report and the patient's status was noted as alive-no injury. Information regarding the previous catheter revision and indication for use was requested. If additional information is received, a follow-up report will be sent.

Event description:
Information was received from the health care provider (hcp) and on (B)(6) 2016, the representative reported that the indication for use for this patient was spasticity. The hcp was reviewing the patient's chart for all previous revision information (see manufacturer report #3007566237-2015-03861 and #6000030-2010-05955). Should additional information be received a supplemental report will be filed.